Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife called to report that the customer was hospitalized due to high blood glucose levels and a broken leg. Customer's wife reported that the insulin pump stopped delivering insulin. Customer's wife stated that the bolus settings are incorrect, and there are no basal rates in the pump. Customer's wife reports there are scratches on pump screen and it is difficult to read. Customer's wife reported that the insulin pump excessively alarmed no delivery. Customer's wife reported that the alarm was resolved by a complete set change. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.